Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer initially called stating that she received a no delivery alarm during priming. Customer's blood glucose was 549 mg/dl. After troubleshooting, customer was able to resolve issue with insulin pump. No further information provided.